Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of doxorubicin and vincristine was noted to be leaking at the connection of the smartsite connector and extension set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of tubing leaking was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.134 inches long. The luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).